Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). Analysis: no failure found product: 9733560xomr analysis: computer storage not functioning/malfunctioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported after verifying a straight suction, it would lose its verification and request the instrument be verified again. After verifying a second time it would track but only in the lower 2/3rds of the approximated emitter volume. The instrument tracker was not switched or moved at any point. To verify the instrument, they had to tilt the suction down and away from the base of the divot; deviating from the standard verification technique going straight in towards the base of the divot. After getting a verification to stick and using the instrument for a few moments and switching to the shaver then back to the suction, the verification was again lost. There was a 10-minute delay to the procedure. There was no impact on patient outcome.